Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and degenerative disc disease/herniated disc pain. It was reported the patient experienced being in and out of consciousness with a high white blood count. No event date was provided. No further complications were reported/anticipated.